Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead sustained a fracture of the is-1 connector. The event occurred in july, 1999, but is being reported late because the event analysis department was not notified of it until jan.3, 2000.